Manufacturer narrative:
(B)(4). Batch # r58m77. Investigation summary: the analysis results showed that one ecr60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r58m77. Additional information was requested, and the following was obtained: how much blood did the patient lose? Unknown were any blood products or transfusion required? No. Was a laparotomy (convert to open) required to control the bleeding? No. What is the current patient status? Stable and left from hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown.

Event description:
Staples malformed. During the endoscopic right lung wedge resection, after fired on the 3rd firing, noted staples malformed. The patient was bleeding, used pincers to clamp the tissue, changed another reload to anastomose the tissue and stop bleeding. The patient is stable and in the hospital now. Procedure: wedge resection